Event description:
It was reported by the sales rep that fluid was shooting from where the connection is made to the pump sensor. This occurred with four units. A fifth unit was used to complete the case. Surgery time was extended by one hour. There was no adverse pt consequence reported.